Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "keypad issues", which was reproduced while trying to program an infusion. The device evaluation confirmed the #2,4,5,6,7,8,9 keys to be inoperable caused by a failed keypad. It was also observed that when any functional key is selected, a repeated output of the #3 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: double or automatic output, inoperable keys.

Event description:
It was reported that a spectrum pump had "keypad issues". Any patient involvement, injury or medical intervention is unknown.